Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced frequent ipg charging. The patient had inadequate stimulation and was given oxycodone with no relief. Reprogramming was done and patient was happy with the result. The physician opted to replaced the ipg with MRI compatibility and patient was doing well postoperatively. The explanted ipg will not be returned.